Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: a review of the black box showed no evidence of power on reset events. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no loss of power events occurred. The battery compartment was cracked from the threads to the left side of the grip pad, and from the case seal to the grip pad. No evidence of physical damage was found to the battery cap threads. The battery cap was able to secure properly for testing. Unrelated to the original complaint, the audio bolus button cover was torn but still operable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.